Manufacturer narrative:
The device has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Manufacturer narrative:
Upon receipt at boston scientific, crm¿s post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. The complete lead was returned. Set screw marks were noted on all terminal connectors. The clear medical adhesive was torn/separated from the polytetrafluoroethylene (eptfe) at proximal end of the spring electrode and the proximal spring was stretched at this point. The lead passed all mechanical and electrical testing. Direct current resistance tests showed conductive paths to be in specification. Detailed analysis was not performed. Analysis could not confirm the reported clinical observations.

Event description:
Boston scientific crm received information that this right ventricle (rv) defibrillation lead exhibited intermittent loss of capture at maximum output. Thresholds were acceptable. The patient's intrinsic rhythm was coming through at a variable rate of 75 to 90 beats per minute. There have been no asystolic periods. All lead diagnostics were stable and within range so a lead issue was not suspected. There was no noise with pocket manipulation or isometrics. The patient was hospitalized for heart failure symptoms. The patient had not had any recent changes to their medication regimen. Technical services (ts) discussed that they do not suspect a product malfunction, rather the patient's heart failure was likely worsening and thus, repolarization was not occurring to allow for capture. The field representative will discuss this with the physician. No adverse patient effects have been reported.

Manufacturer narrative:
The field representative reported that after further evaluation, it appeared there may have been a micro lead dislodgement. An x-ray will be performed and compared to the post-operative x-ray. All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available the event will be updated. It was later confirmed that the lead had dislodged. While attempting to repositioning the lead, the lead was dissected from the pocket and the insulation was stripped from the coil. The physician elected to replace the lead. This lead was explanted and a new boston scientific crm defibrillation lead was successfully implanted in the rv. A request has been made for the lead to be returned. No additional information is available. Should any additional information related to this event become available, this event will be updated.